Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer did not recall how they resolved the occlusion. Reportedly, the customer continued to use the pump for insulin therapy. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.